Manufacturer narrative:
Device was received and evaluated. Evaluation noted that the sheath was observed to have a piece broken off from the distal end with sharp edges confirming the reported customer complaint. The broken off metal piece is the vertical wall of the sheath. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Reported issue was confirmed. The exact root cause of this failure mode could not be determined from the failure mode. However, per review of the shipment record , the instaclear sheath undergoes a visual inspection to ensure that the intact sheath is safely packaged and secured for package integrity. It is likely that the device left the facility free from damages. This suggests that the damage to the device may have incurred as a result of transportation or use. Olympus will continue to monitor complaints for this device.

Event description:
It was reported that during preparation for use when placing the sheath above the optic in the sterile field of the unit, a metal part was released and the end of the sheath was observed with a cutting edge. Device was replaced. There was no patient involvement on this event. No user injury reported.